Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated with a programmer and there was no magnet response when a magnet was placed over the device. It was noted that the ipg batter may have reached end of life (eol). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.